Event description:
It was reported that when using the bd pyxis medstation system pocket, which was double-loaded onto the server, was not seen on the device. The nursing staff indicated that they were unable to access the pocket on the device. The pharmacy team observed on the e-server that there were two locations assigned for the medication: one was pending, and the other was active. The pharmacy staff only noticed the empty pocket on the device, so they unloaded it in hopes that the other pocket would become visible. This approach was unsuccessful, leading them to assign the medication to a different pocket - main drawer 6 pocket b3 while at the station. Upon attempting to fill it, they found a pending amount of 31 tablets, despite not having entered any quantity for filling. The user went up and filled 30 tablets, resulting in a discrepancy. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket loaded onto the server twice was not visible on the device. A technical support specialist found that the first load transaction was canceled, which inputted 31 instead of 30. During the time of the event, drawer 6 did not have hardware failure according to the logs. Regarding the eject of the cubie, it was documented as an unload eject. Upon reviewing the server database, only one instance was visible, which is currently loaded to 3g. The system functioned as intended after the technical support specialist troubleshooted the device.